Event description:
A report was received, that the pt was explanted due to an infection at the ipg pocket site. The physician does not think the infection is device related. The pt is reportedly doing well after the explant procedure.